Event description:
It was reported that during the implant attempt, the helix of the lead stuck in the extended position and could not retract after multiple attempts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead appeared to have been damaged at implant and the lead was stretched. Lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector.